Event description:
The customer reported that after changing the infusion set, she got a low reservoir warning. The customer stated that she gave herself over 100 units of insulin. The paramedics were called and then she was hospitalized. The customer's last blood glucose reading was 78mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The customer stated that she hooked to her blouse and just was laying there and the device just emptied the insulin. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device passed the delivery volume accuracy test (99.04 percent) accurate. The device had cracked reservoir window, cracked reservoir tube lip, and cracked case near the screen corners.